Event description:
It was reported that the patient underwent a bowel resection procedure on (B)(6) 2011 and suture was used on the fascia. The staples were removed on (B)(6) 2011 and the patient presented on (B)(6) 2011 with an open abdominal wound and the small bowel had eviscerated. The patient was taken back to surgery for wound repair and drain insertion. The small bowel was repaired and the fascia was closed. Retention sutures were placed over packing of the subcutaneous layer.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned and tested for suture knot tensile strength and the results obtained were above the requirements.